Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) and alerted for power on reset (por). The battery was acting erratically and noted high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.